Event description:
Siemens was notified on (B)(6) 2012, via a third party service vendor, that the beam shield on the primus hi system extended without operation by the customer. It was also reported that the field light and range finder turned on at the same time. There is no report of mistreatment or injury to a patient. This reported issue occurred in (B)(6).

Manufacturer narrative:
Siemens became aware of the reported issue on (B)(4), 2012 and mailing this MDR on (B)(4) 2012. Investigation into the reported incident is on-going, and the complaint parts have been requested from the customer for investigation. A supplemental report will be submitted to the FDA upon completion of the investigation. (B)(6).